Event description:
Pt was receiving hemofiltration on the baxter bm11 device and approx 10-12 minutes after treatment was initiated the device shut down without an alarm. Hcp attempted to power the machine back up and could not get device to continue with treatment. Hcp checked the pt's catheter and it was operating properly. Hcp was able to reinitiate treatment on another bm11 device without further problems to report. Hcp stated there was no pt injury and no medical intervention was necessary as a result of this event. No further info was available for this report.